Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2021. The customer¿s blood glucose level was 1023 mg/dl at time of incident. Another blood glucose level was 191 mg/dl. The customer was assisted with troubleshooting. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting, abdominal pain, difficulty breathing. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer did not allege insulin pump was under delivering. Customer was assisted with high pressure test and insulin pump did not passed the test. The device will not be returned for analysis.